Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was not provided, but the customer reported having a recent blood glucose level of 400 mg/dl. The customer reported that the alarm was resolved by a set change. The customer was advised to call at the time of the next alarm so that troubleshooting could be performed. The insulin pump was not replaced or returned for analysis.